Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# ps/cv/shc/34284) in (B)(6) on (B)(6) 2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) placed on (B)(6) 2008 for female sterilization. Additional information received on 16-jun-2016. Consumer suffers of chronic rheumatoid arthritis, and had 2 two urgency childbirths by cesarean section. For that reason, her gynecologist discouraged her to have more children. She could not take contraceptive hormones (pills, injections and patches) due to her arthritis medication, and intrauterine devices make her harm. For that reason, fallopian tubes ligation was proposed. A year after she had her youngest daughter, she was informed that essure would be placed instead of performing tube ligation, telling her that it was a wonder, as it was much better method, non-invasive, painless, harmless, and that it was placed in 15 minutes without need on hospitalization. She was happy as it would be paid by her social insurance. However, according to consumer, the first problem came with sedation, as she received 5 mg of diazepam for calm her down, but it did not make effect. The doctor started essure placement by stretching and opening uterus cervix, which caused her a lot of pain, supposedly because it was very closed (as she had never had vaginal childbirth). The doctor continued the procedure without hearing her complaints. She placed left implant and, when physician started placing the right implant; consumer had a contraction that almost makes her faint due to pain. She states that essure device got broken at level of the last 3 turns of device, which pulled her fallopian tube and caused the contraction. As she started to cry due to the damage, the physician got offended and invited to her to go home if she did not agree with the treatment given. Essure placement, ended supposedly well and she went home. Some months later (she does not remember onset dates as it was 8 years ago) she started to have pain in pelvic and lumbar zone which was getting stronger and stronger every time. Then she started to have pain in bladder, recurring cystitis problems, vaginitis without reason, uncontrolled and hemorrhagic menstrual periods, intestinal pain, gastric problems, general malaise, headaches, problems with memory, pain in buttocks, hips and thighs, important hair loss, fatigue and extreme tiredness. She could not have sexual intercourse due to intense pain in the area. The physicians commented that all her problems were due to her autoimmune disease and the medication used to treat it. When she told them that she had essure placed they did not even know what she was talking about. In addition, consumer informed that all possible tests have been performed to her (resonances, analysis, gastroscopies, colonoscopies and biopsies). She was diagnosed with chronic cystopathy (as reported), intolerance to certain foods, and an unexplainable wear of vertebrae and disk from spinal column. Consumer states that all the tests regarding her disease appeared normal, so normal that she has 2 years of total and absolute disability and she has to take strong opiates due to impossibility to control pain. She has years without having a normal life, without attending her daughter, husband and animals properly. She is always with pain and moody. She does whatever she can, she applies warm compresses at tummy and back, but she needs to be in bed as her body asks for it. On january she found a victim of essure association on social media, and after reading hundreds of stories she is sure that she wants essure to be removed in order to be the person she used to be. She is waiting for a bilateral salpingectomy and possible hysterectomy as she has allergy to nickel. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted for sterilization and essure device got broken at level of the last 3 turns of device. A few months later she started to experience pelvic pain which was getting stronger and stronger every time. She had to take strong opiates due to impossibility to control pain. She is waiting for a bilateral salpingectomy and possible hysterectomy as she has allergy to nickel. Pelvic pain and allergy to nickel are listed while device breakage is unlisted in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that it is a nickel-titanium alloy that may cause allergy and considering that there is no alternative explanations, a causal relationship between these events and essure inserts cannot be excluded. Also, given the nature of a device breakage, and that it occurred in association with essure insertion, a causal relationship with essure cannot be excluded. This case is regarded as incident due to required medical intervention. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow-up from 31-aug-2016: no further information could be obtained because contact details were not provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-sep-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1528 cases. Device breakage: the analysis in the global safety database revealed 1381 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and essure device got broken at level of the last 3 turns of device. A few months later she started to experience pelvic pain which was getting stronger and stronger every time. She had to take strong opiates due to impossibility to control pain. She is waiting for a bilateral salpingectomy and possible hysterectomy as she has allergy to nickel. Pelvic pain and allergy to nickel are listed in the reference safety information for essure. Device breakage is anticipated according to the technical analysis. Considering that essure therapy may cause pelvic pain and that it is a nickel-titanium alloy that may cause allergy and considering that there is no alternative explanations, a causal relationship between these events and essure inserts cannot be excluded. Also, given the nature of a device breakage, and that it occurred in association with essure insertion, a causal relationship with essure cannot be excluded. This case is regarded as incident due to required medical intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Since no batch number was reported. A batch investigation with respect to similar adverse event cases is not applicable. No further information could be obtained since no contact details were provided.

Manufacturer narrative:
Follow-up received on 04-jul-2016 (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function if all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and essure device got broken at level of the last 3 turns of device. A few months later she started to experience pelvic pain which was getting stronger and stronger every time. She had to take strong opiates due to impossibility to control pain. She is waiting for a bilateral salpingectomy and possible hysterectomy as she has allergy to nickel. Pelvic pain and allergy to nickel are listed in the reference safety information for essure. Device breakage is anticipated according to the technical analysis. Considering that essure therapy may cause pelvic pain and that it is a nickel-titanium alloy that may cause allergy and considering that there is no alternative explanations, a causal relationship between these events and essure inserts cannot be excluded. Also, given the nature of a device breakage, and that it occurred in association with essure insertion, a causal relationship with essure cannot be excluded. This case is regarded as incident due to required medical intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Since no batch number was reported. A batch investigation with respect to similar adverse event cases is not applicable. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.